Event description:
Information was received from a consumer regarding a trial patient. It was reported that patient's symptoms were worse and that they had burning when urinating. It was noted that patient had a urinary tract infection and was taking antibiotics. Leaks were worse. No further complications were reported.